Event description:
At the time the fixator was removed from the patient's tibia which was originally applied for an upper tibial osteotomy, one of the cortical bone screws (model 10147) broke and was left in situ. The complaint report indicates that, previously (date unknown), a fixator had been applied to the other leg (upper tibial osteotomy) and upon removal, a cancellous bone screw broke and a piece was left in situ (not previously reported to the manufacturer).